Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse getting alert 113 (reduced water temperature control). Patient temperature was 36.9c, target temperature was 37c, water temperature was 29c, flow rate stopped (nurse stopped tx). Restarted therapy. System hours was 8528, pump hours was 7609, mixed pump command was 100 percent, heater command was 0 percent, chiller temperature (t4) was 3c. Mis advised nurse would need to send to biomed and obtain a new device. Call received on 14dec2022, biomed called to speak with technical support. Per tech support communication with biomed on 16dec2022. Device was sent to biomed. Biomed explained that the device was not cooling, the device was running and chiller temperature (t4) was 4.4 but outlet control temperature (t2) was not dropping, technical support advised that the device has a failed mixing pump and was due for the 2000 hour preventive maintenance. Biomed would order parts and repair onsite.

Event description:
It was reported that the nurse getting alert 113 (reduced water temperature control). Patient temperature was 36.9c, target temperature was 37c, water temperature was 29c, flow rate stopped (nurse stopped tx). Restarted therapy. System hours was 8528, pump hours was 7609, mixed pump command was 100 percent, heater command was 0 percent, chiller temperature (t4) was 3c. Mis advised nurse would need to send to biomed and obtain a new device. Call received on 14dec2022, biomed called to speak with technical support. Per tech support communication with biomed on 16dec2022. Device was sent to biomed. Biomed explained that the device was not cooling, the device was running and chiller temperature (t4) was 4.4 but outlet control temperature (t2) was not dropping, technical support advised that the device has a failed mixing pump and was due for the 2000 hour preventive maintenance. Biomed would order parts and repair onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.